Manufacturer narrative:
This case was initially received on (B)(6)2019. The most recent information was received via regulatory authority (ansm, reference number: r1913692, r1906533, r1906411, i1916366) on (B)(6)2019. This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia') and back pain ('lumbar pain that the patient considered as the most invalidating') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid nodule and uterine fibroma (hysteroscopy, three times, for resection of fibromas). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue") and thyroid disorder ("thyroid disorders"), 5 months after insertion of essure. The patient was treated with surgery (interadnexal hysterectomy via laparoscopy, both essure implants were removed). Essure was removed on (B)(6)2019. At the time of the report, the menorrhagia, back pain, arthralgia, fatigue and thyroid disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, fatigue, menorrhagia and thyroid disorder with essure. The reporter commented: indication, outcome and lot number of essure were unknown the defective sample was available. The case had been reported to the health authorities in france. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2019: onset date for essure and events added. Events joint pain, fatigue and thyroid disorders added. We received a returned sample in this case. A technical investigation was conducted, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid nodule and fibroma removal. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lumbar pain that the patient considered as the most invalidating"). The patient was treated with surgery (interadnexal hysterectomy via laparoscopy, both essure implants were removed.). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and back pain outcome was unknown. The reporter provided no causality assessment for back pain and menorrhagia with essure. The reporter commented: indication, outcome and lot number of essure were unknown the defective sample was available. The case had been reported to the health authorities in france. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("menorrhagia") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid nodule and fibroma removal. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lumbar pain that the patient considered as the most invalidating"). The patient was treated with surgery (interadnexal hysterectomy via laparoscopy, both essure implants were removed.). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and back pain outcome was unknown. The reporter provided no causality assessment for back pain and menorrhagia with essure. The reporter commented: indication, outcome and lot number of essure were unknown. The defective sample was available. The case had been reported to the health authorities in france. Most recent follow-up information incorporated above includes: on 3-apr-2019: information received from the healthcare professional. Patient details were updated. Medical history included thyroid nodule and hysteroscopy, three times, for resection of fibromas.indication, outcome and lot number of essure were unknown. No further information is expected. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lumbar pain that the patient considered as the most invalidating"). The patient was treated with surgery (interadnexal hysterectomy via laparoscopy, both essure implants were removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and back pain outcome was unknown. The reporter provided no causality assessment for back pain and menorrhagia with essure. The reporter commented: the defective sample was available. The case had been reported to the health authorities in (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.